Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. The root cause is attributed to misuse. Evidence suggests the instrument has been used as an inserter instead of an extractor as intended. A two-year search of the complaint database found no additional reports for tips breaking off. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While extracting the summit broach, the tip broke off.